Manufacturer narrative:
(B)(4) is a duplicate of (B)(4). Please refer to (B)(4). For the evaluation information of this device.

Event description:
B)(4) is a duplicate of (B)(4).

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was in use on a patient, restarted before the second shock could be administered, and the treatment was delayed. There was no adverse impact despite the delayed treatment. The customer replaced the device with a different one and continued to administer treatment.

Event description:
It was reported to philips that the device was in use on a patient, restarted before the second shock could be administered, and the treatment was delayed. There was no adverse impact despite the delayed treatment. The customer replaced the device with a different one and continued to administer treatment.